Event description:
It was reported that the ventilator failed flow transducer test during pre-use check. There was no patient involvement. (B)(4)

Event description:
Manufacturers ref: #(B)(4).

Manufacturer narrative:
It was reported that the ventilator failed flow transducer test during pre-use check. Our field service engineer investigated the ventilator and solved the issue by replacing the pneumatic back-plane. The defective part was sent for further investigation. The evaluation of the provided logs confirms the flow transducer failure, o2 cell/sensor failure and patient circuit test had also failed during the reported event. Simulated use testing of the returned pneumatic back-plane could not reproduce the reported failure. No abnormal found during ventilation for 4 days. The pre-use check passed before and after the ventilation. The root cause to the reported issue could not be established by this investigation.